Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when removing the needle plunger after deployment, it was noted that the suture detached from one of the needles of the plunger. The sutures of four new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of the four proglides along with the sutures of two additional proglide devices that were deployed post aaa procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.